Event description:
During deployment poor pads contact prevented the device from determining a shock decision.

Manufacturer narrative:
(B)(4). Method: ECG was reviewed for this incident. Conclusion: labeling and voice prompts are provided to aid the user in overcoming pads connectivity issues. The user informed philips that there is no alleged malfunction.